Event description:
Follow-up revealed the patient underwent surgical intervention. A review of the manufacturer's device record database confirmed the patient's lead was explanted and replaced with a different model. The patient's issue resolve over time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead is easily palpable due to significant weight loss. As a result, the patient may undergo surgical intervention to prevent erosion form occurring.